Event description:
(B)(6) in tech states the provider gave serial number (B)(4), not in database, the connector on bottom of the mast has broken off. (B)(6) in tech states the part is not available. Provider disconnected and no further information provided.